Event description:
Note: this report pertains to one of three devices that were used in the same patient and procedure. It was reported to boston scientific corporation that a cre pro wireguided dase dilatation balloon was being prepared to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure for dilatation performed on (B)(6) 2026. During preparation, the balloon exhibited small bubbles and failed to fully inflate. Troubleshooting consisted of attempting to inflate two additional balloons from the same lot, but the same problem occurred. The procedure was completed with a fourth device of the same type. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be fully recovered. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that the balloon was pre-inflated outside of the patient.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.